Event description:
It is reported that the drill bit fractured during use.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: at the time of return, drill bit had a potential field age of approx 3.5 months. Surgical notes were not provided. It is unk whether the surgical technique was followed for the use of this device. It is also not known if the drill guide was used. A drill bit fracture can be caused by one or a combination of the following: excessive force applied during usage. Continued operation of the drill after it was stuck against hard material. Rapid reversal of direction of rotation when the device is stuck. Excessive bending. Device wear due to usage with time. Low speed/high torque of operation. Based on the info provided, a definitive cause for this event cannot be determined with certainty. Eval: as returned, the drill bit is fractured at approx 1 inch from the tip. The device was found to meet print spec where measured. The mfg records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to spec. Scanning electron microscopy was performed on the fractured component. The report indicates an overload fracture.